Manufacturer narrative:
A ge oec service representative investigated the issue and found the system needed a single board computer upgrade that was performed with associated components for the lock-up issue. The x-ray tube was also replaced with the high voltage supply regulator for the low ma errors. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had intermittent lock-up issues during use. Also system would display low ma errors.